Event description:
It was reported that an unspecified number of bd micro-fine¿ ultra¿ pen needles were unable to inject insulin prior to use. The following information was provided by the initial reporter: a discussion in a facebook diabetes group was discovered where a diabetic user claims to have 3 boxes of bd micro-fine ultra 4mm pn`s containing a lot of clogged pn`s. Contact was established through messenger with the user and asked to pick up some of the pn`s and also get more detailed information about the customer during next week.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-09-18. H6: investigation summary: samples were received and an investigation was performed. Visual examination and clog testing as per tp700483 was carried out on the nine returned samples and no issue was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd micro-fine¿ ultra¿ pen needles were unable to inject insulin prior to use. The following information was provided by the initial reporter: a discussion in a (B)(6) diabetes group was discovered where a diabetic user claims to have 3 boxes of bd micro-fine ultra 4 mm pn's containing a lot of clogged pn's. Contact was established through messenger with the user and asked to pick up some of the pn's and also get more detailed information about the customer during next week.